Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The implants memory content was inspected. The recorded secgs revealed a loss of signal, thus confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a fracture of the antenna close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed an antenna fracture. However, the root cause of the fracture could not be determined.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts and showed loss of sensing since (B)(6) 2021. The root cause could not be determined based on the available information. However, it cannot be excluded that this occurrence resulted from a hardware issue. Should the device become available for analysis, this investigation will be updated.

Event description:
Device was repositioned due to occasional loss of sensing, resulting in a high number of false positive asystole recordings. The pocket was opened, device removed, a new pocket was created, and the device was reimplanted in a different position. Right after implant physician checked and could see good signal through the programmer. Device remains implanted.